Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-dec-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve. He physician was using the optrell catheter with the preface® guiding sheath with multipurpose curve when the hemostatic valve end cap on the preface® guiding sheath with multipurpose curve came off when the optrell catheter was attempted to be removed. The preface® guiding sheath with multipurpose curve was replaced and the issue resolved. No patient consequence reported. The device evaluation was completed on 14-mar-2024. The product was returned to biosense webster for evaluation. It was sent to the device manufacturer for further investigation. Visual and functional analyses of the returned device were performed following bwi procedures. Visual inspection of the device revealed the absence of the cap was separated from the hub. Separated cap was not returned for analysis. This issue could be attributed to the reported event. Furthermore, dimensional and microscopic analysis performed on the ring hub did not reveal any issues. The root cause of the damage could be related to improper handling; however, this cannot be conclusively determined. This issue could be attributed to the reported event. The complaint reported by the customer was confirmed and a cap separation condition was observed on the returned unit. The exact cause of the cap separation could not be conclusively determined during the analysis. The dimensional analysis results were found within the specification. Procedural factors or handling process may contribute to this issue. Controls are in place to verify the product conditions; the cap assembly are inspected 100% before leaving the facility. Neither the phr review nor the product analysis suggests that the found condition could be related to the manufacturing process of the unit. A device history record evaluation was performed and internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-mar-2024 revealed the absence of the cap was separated from the hub. The cap separated from the hub returned condition was also assessed as MDR reportable. The awareness date for this returned condition is 14-mar-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve end cap came off issue occurred. The physician was using the optrell catheter with the preface® guiding sheath with multipurpose curve when the hemostatic valve end cap on the preface® guiding sheath with multipurpose curve came off when the optrell catheter was attempted to be removed. The preface® guiding sheath with multipurpose curve was replaced and the issue resolved. No patient consequence reported. Additional information was received. The sheath was used on the patient. Air was not introduced into the patient. Approximately 50ml blood return was observed.